Event description:
It was reported that the patient presented for an explant procedure. During the procedure, it was noted that the proximal sealing ring detached from the lead. The component was reattached and the lead remains implanted. The patient was in stable condition throughout the procedure.